Event description:
The reporter contacted animas on behalf of the pt (his son) alleging that the pump was unresponsive to up arrow button presses. The reporter claimed that there was also a tear in the ok button, but the button was springing back normally. The reporter denied that the device was exposed to water.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to up arrow button presses. The keypad was also reported torn on the ok button. In addition, the keypad was removed and contamination was observed under the up arrow button contact.